Event description:
Patient had glaucoma tube shunt implanted on (B)(6) 2024 with corneat everpatch used to cover the tube shunt. Noted on pow 8.5 to have conjunctival retraction and exposure of the patch, which increased in size by pow 14.5. Currently being observed.